Manufacturer narrative:
UDI: (B)(4). Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to premature wear from normal use and servicing and improper handling, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the motor device displayed and e8 error code. It was determined that the flex circuit, locking components and hose were damaged, and the device would not run. It was determined that the device had a liquid leak, a fluid damage, and the motor and control were defective. It was further observed that the device was in a very bad condition. It was further determined that the device failed pretest for no short circuit between sensor gnd and connector body, no short circuit between 5v dc line and connector body, no short circuit between hall sensors and connector body, no short circuit between phases and connector body, motor thermistor assessments, cutter lock assessments and loctite and cable assessments. It was noted in the service order that the device did not work at all. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.